Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was completed w/o complications. The patient was a no hispanic, white female, 37 years old, 201lbs, 27.89 bmi, 5'11 inches in height. No relevant patient history and or tests available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and c-33 on 02/11/2026 at 07:22:20 am. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the erbe internal log showed c-00. The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that they are getting repeated c-00 faults on the iesu. The customer tried power cycling and hard cycling iesu but issue persisted. The site did not have a third-party esu and was checking about secondary vision side cart (vsc) availability, backup generator and connection cable. The tse walked caller through how to connect generator and cable. The caller then stated they had the ft10 generator and not the force triad. The tse advised the ft10 was not validated by isi to integrate with the da vinci but the triad was. It was unknown how the procedure was completed.